Event description:
Pt's tracheostomy tube cuff would not hold pressure. Cuff had been filled with approx 6cc sterile h2o. Trach tube was pulled and replaced. Small pin hole was found at the union of the cuff and the line coming from pilot balloon.